Event description:
A customer site in (B)(6) is alleging discrepant (B)(6) results were generated with the (B)(6) test. Specifically, the customer ran 100 previously tested (B)(6) samples on the cap (B)(6) test and generated (B)(6) results for 5 of the samples. Currently no patient information is available. The associated us product is (B)(4).

Manufacturer narrative:
Date of follow-up information was received. Follow up report 1. Device evaluated by manufacturer: yes. Result: device performed according to specifications. Conclusion: no failure detected and product performed within specification. No product or batch non-conformance was identified. Upon investigation there was no trend found in the field. Qc release data for p0674 was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch p07604. Retain testing of the complaint batch p07604 was tested for this case and generated valid and acceptable results. Although data was provided by the customer in the form of archive files, it is unclear which are the affected patient samples and/or in-house controls. Therefore, the specific patient sample and external control data was not able to be analyzed. Additionally, the customer omitted use of the (B)(4) control and therefore is not following the test instructions. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).